Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported death. Based on the available information, it is not possible to determine the cause of the patient¿s death. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Additional information received indicated that the patient was admitted to the hospital five days prior to death.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired. The patient¿s caregiver reported that the patient had passed away in the morning but did not provide further information. Follow up with the patient¿s clinic was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.